Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test self test and occlusion test. The pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly or pump error 35 noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call a broken force sensor detected during seating or regular delivery and prime fill anomaly. Troubleshooting was performed. Customer advised insulin squirted out during the fill tubing process. Customer advised the issues remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.